Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the pins of a bc060 single-heated breathing circuit were bent. This was observed prior to patient use. This breathing circuit is part of the bc161 bubble CPAP system kit.

Manufacturer narrative:
(B)(4). The PMA/510(k): the bc060 single-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the complaint bc060 breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and tested if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket. Visual inspection revealed that the heater wire pins were bent. This prevented the adaptor from connecting to the heater wire socket during set up of the breathing circuit. A lot check was not performed as no lot information had been provided. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user.